Event description:
It was reported that the ventilator stopped ventilating while on patient. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator stopped ventilating while on patient. The information that were received via our field service engineer (fse). According to the information received, during the work, the ventilator system alarms, the compressor automatically stops, the display is black, and the mechanical ventilation treatment cannot be performed. After inspection, the power supply system of the ventilator was faulty. The battery module was discharged and the user has not replaced it as required, which led to stop of ventilation. The maintenance was done by third party which was not authorized by getinge. The battery failure could be detected during pre-use check. The pre-use check was not performed before use of the machine. No logs were received and no part was returned for investigation, therefore the root cause for the reported issue could not be determined. H3 other text : 4111.

Event description:
Manufacture's ref.#: (B)(4).